Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-may-2023. The most recent information was received on 06-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("generalised pain") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013, she experienced pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pain. The reporter commented: she reported she suffer many health problems (not specified). Lot # b16009 report cioms is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on(B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("generalised pain") in a female patient who had essure inserted (lot no. B16009). There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2013, the patient had essure inserted. In 2013 she experienced pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pain. The reporter commented: she reported she suffer many health problems (not specified). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.